Event description:
The reporter noted the patient was enrolled in a clinical study in (B)(6) titled: "evaluation of the integra artificial dermis for the treatment of leg ulcers. Implantation of idrt was on (B)(6) 2012 on a mixed ulcer (bacteriologic sampling on (B)(6) 2012 positive with some (B)(6). On (B)(6) 2012 the patient developed a "local infection and flow under the silicone" and underwent wound care surgery on (B)(6) 2012 and a skin graft on (B)(6) 2012. The patient's wound has not healed yet. The patient is under treatment."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.